Event description:
During baxter's eval of a spectrum pump, the device alarmed door not fully latched. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms, caused by a loose link screw. The device was received with the door removed from the hinges due to external influence. The link screws were replaced.